Event description:
Procedure: appendectomy. Reportedly, after the first firing, the instrument would not release the instrument and pt was experiencing blood loss. Total estimated loss of blood was 300cc. Clamped to stop bleeding and cut the first instrument off. A second was used to complete. Instrument will be returned with tissue in jaws. Pt status fine.